Event description:
Patient underwent right and left heart catheterization. A perclose closure device was placed in the right femoral artery. The device was inserted into the vessel and the suture placed. In removing the perclose device, the catheter detached from the metal handle and a portion of the device remained in the vessel. A vascular surgeon evaluated the patient and he was taken to surgery for removal of the retained fragment.